Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿local painful edema and hyperemia¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Company representative reported on behalf of the healthcare professional who noted they injected the patient with 2 ml of juvéderm® volbella¿ with lidocaine in the ¿dark circles area.¿ approximately 8 months later, symptoms of ¿local painful edema and hyperemia¿ appeared at the injection sites. Symptoms are considered product related by the injector. Patient was treated with 40 mg of prednisone for 5 days and local cold compresses. Patient has a history of ¿mild rhinitis¿ allergy, without use of chronic medication. Patient has no history of autoimmune disease or other relevant history. No concomitant medications were reported. On the day of injection, there were no technical problems with the syringe and the patient reacted ¿very well¿ to the treatment, without any side effects or edema. Patient will be re-evaluated to check if the prednisone was effective. Symptoms resolved 5 days after treatment with prednisone.